Event description:
It was reported that customer experienced recurring cgm error 42 on pump and had no backup insulin therapy available, so customer planned to contact healthcare provider for guidance. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, after which error did not recur and customer successfully started sensor session, then case was converted to equipment replacement, customer received replacement pump with new serial number, was instructed on storage mode and return of problematic pump, and was advised to re-enter pump settings and reconnect cgm on replacement device.